Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed . A bluetooth pairing test was performed and passed. A review of the share logs was not performed as there was no data in the log. A bin file analysis was performed and failed as a transmitter failed error was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. However, a transmitter failed error was found on (B)(6) 2020. No injury or medical intervention was reported.